Event description:
I opened an esmark band onto the sterile field and it had a long black hair wrapped around it. Manufacturer response for x-mark - latex-free esmark bandage 6''w x 3 yds l, x-mark (per site reporter): they gave me their email address and told me to email them.